Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's history verified that the "auto off" was set on the pump. The black box history revealed that on (B)(6) 2012, an auto off occurred followed by a loss of prime during the prime step. The rewind, load and prime steps were performed on the pump with no alarms noted. The pump was exercised for 24 hours on a 1 unit per hour basal program with no alarms noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no defects found with the pump's display and no defects were found with the printed circuit board. Use error was found to be the contributing factor during the investigation. There were no defects found with the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that on (B)(6) 2012 he experienced an elevated blood glucose (bg) up to 600 mg/dl. There were no reported signs or symptoms of hyperglycemia, and the patient did not seek medical help. The patient stated that he changed is insertion site and infusion set five times, and eventually administered a correction injection which brought his bg down. Troubleshooting indicated that an auto off alarm had occurred, thereby disrupting insulin delivery the morning of (B)(6) 2012. There is currently no indication of a pump malfunction. The auto off alarm functioned appropriately; inappropriate response to the alarm caused or contributed to the reported bg excursion. The patient continued insulin pump therapy at the time of the complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy.